Manufacturer narrative:
No sample was received for eval. However there were photos that were received. A review of the device history records for the needles used on catalog 405076, lot#1302010 was completed and all inspections were performed per the applicable operations and met qc specifications. From one the photographs there appears to be 2 whitacre needles side by side on the same gauge, with one obviously appearing shorter than the other. No samples were returned therefore the root cause is undetermined. The incident has been added to our database and will be tracked for emerging trends. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
The reporter stated that during an intradural procedure, the anesthesiologist advanced the needle until touching bone. Normal puncture without any extra movements but once she removed the needle, the portion was broken and assumed to be housed in the muscle. The anesthesiologist ordered the following test to be performed to detect the broken fragment, fluoroscopy, lateral and posterior x-ray, and computerized axial tomography. No further info is available.